Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they became aware of the issue 2024-may-29; they called patient back after their original call, and have met with the patient since. Rep reported that the patient's intensity settings were set on the higher range, around 6 or 7 ma, and this was the cause of the battery life issue. Rep reported on (B)(6) 2024 they turned on cycling and explained to patient the change being made. Rep noted that this resolved the issue, and the patient will contact them if they have other issues.

Event description:
Information was received from a patient and friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant battery is not holding a charge for a full 8 hours. Patient stated that they charge the implant before they go to bed at night and when they wake up in the morning, the implant is in the red. Patient reported that they are able to charge their controller and implant up to 100% but that the implant battery drains quickly. Patient stated that they have to go back to work on (B)(6) and have to be on their feet for 8-12 hours at work. Patient stated that they have to go through a charge session every time to find their implant because sometimes they can feel it and other times they cannot; patient added that they have to sit for hours charging all for the implant battery to deplete within 8 hours. Agent asked the patient if they tried switching groups and patient confirmed they did and that it did not help them at all. Patient noted that they tried calling their rep, but never heard back from them. Patient mentioned that they are getting frustrated with everything going on and that they do not have all this time to be charging. Agent walked patient through a reset of the controller; agent then had patient inspect the recharger for any visible damage and patient confirmed no damage. Agent had patient start a charge session and patient was recharging excellent; patient noted that the charge would not last though. Patient got emotional on the call and agent was not able to obtain their managing doctor and rep information. Patients sister took over the call as patient could no longer speak. Agent reviewed that the issue was not with the external equipment but with the internal implant. Agent offered to send an email to the field for visibility and to have the patients device interrogated. Agent redirected the patient and caller to the patients managing doctor to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.